Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via (B)(4). Upon review of the transmission, it was noted that the right ventricular lead exhibited episodes of noise. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.